Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the helix was disengaged from the helical channel. The full lead was returned and analyzed. There was also blood/body fluid on several conductors and the helix mechanism, the inner tubing was kinked/buckled, there were breached cuts on all insulators, and there was a cosmetic depression on the outer insulation.

Event description:
It was reported that the lead needed to be repositioned due to lowering r waves and an increasing capture threshold. When attempting to extend the helix in a new position, the helix would not extend. The lead was removed and another was implanted. No patient complications have been reported as a result of this event.